Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Additional information was requested on 12/16/2010 and 01/12/2010 by phone, fax, and mail. A completed questionnaire has not been rec'd. (B)(4).

Event description:
A user facility reported that an intraocular lens (iol) was noted to have a scratch and cannot be used. Pt impact is unk. Additional information has been requested.